Manufacturer narrative:
Technician found that the hi-lo head drifts down slowly. Replaced the trend valve to resolve the issue.

Event description:
Technician found the bed in "down" storage area. No patient impact was reported. Cause of the problem is unknown.